Manufacturer narrative:
Investigation/analysis: the MFR reported that the a2189 and a2196 electrodes had been damaged (melted insulation) but the cause of the melted insulation is unk. The settings on the aspen electro surgical unit ("esu") were described at the time to be higher than normal settings routinely used during the procedure and according to the MFR, these settings could have caused the problem to occur. Based on the limited data provided to date, the MFR concluded that during the procedure, a spark between the damaged electrode insulation and the telescope probably occurred. However, the cause of the sparking is unk. In conclusion, it appears as though the problem experienced could have been a random event. Should more info related to this incident become available, the hospital has been requested to forwared it to olympus for the MFR to review. At this time, no further action will be taken by olympus and the complaint will be closed.

Event description:
During an endometrial ablation procedure, the tips of the insulation of three roller electrodes melted causing a burn in the pt's vagina due to conduction of electricity by exposed electrodes. The burn was not noted until the procedure had been completed. The pt was not required to remain in the hosp but the injury was treated with topical ointment and follow up was not recommended.